Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of pain ("pain"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnancy under contraceptive device"), device dislocation ("what is touched is cracked by it/disaster in the abdominal cavity") and hospitalisation ("admissions caused by the product") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the efficacy as a contraceptive is only of 60%/lack of product effect". On an unknown date, the patients had essure inserted. On an unknown dates, the patients experienced pain (seriousness criteria medically significant and intervention required), and/or pelvic inflammatory disease (seriousness criteria medically significant and intervention required), and/or pregnancy with contraceptive device (seriousness criteria life threatening and intervention required), and/or device dislocation (seriousness criterion medically significant), and/or allergy to metals ("the product is made mostly of nickel which caused allergy problems") and adverse event ("woman affected due to the sequelaes nos") and/or were hospitalized (seriousness criterion hospitalization). The patients were treated with complete hysterectomy and/or obligatory abortion. At the time of the report, the pain, pelvic inflammatory disease, pregnancy with contraceptive device, device dislocation, hospitalisation, allergy to metals and adverse event outcomes were unknown. The pregnancy outcomes were reported as therapeutic abortion. The reporter considered all reported events to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred terms: pain: the analysis in the global safety database revealed 367 cases. Pelvic inflammatory disease: the analysis in the global safety database revealed 56 cases. Device dislocation: the analysis in the global safety database revealed 1.310 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3.256 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.